Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
A facility representative reported a patient with diffuse lamellar keratitis post lasik. Disposable items only were used during the case. Additional information has been requested.